Event description:
It was reported that during the implant of the device there was intermittent far-field sensing. In managed ventricular pacing (mvp), ventricular sensing (vs) would not come through but with reprogramming it would. The physician planned to observe the rhythm to see if it settles down. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.